Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and non-obstructive urinary retention. It was reported that their urine didn't pass out normally, it just stuck in their bladder until they urinate. The patient also said that they used to only be self-cathing once a day in the evenings and now they were doing it 2-3 times. The patient wanted to know if they needed to increase their stimulation. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue. Patient said they were trying to reach a manufacturing representative (rep).